Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from august 18, 2015 - august 19, 2015. The device was returned for evaluation in its sealed, unopened packaging. Visual inspection noted that the blue winged luer cap was separated from its distal luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a connector that was loose in the packaging. This was identified before the packaging was opened and before use. There was no patient involvement. No additional information is available.